Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Voltage verification check passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) register nurse reported a cycler display brightness problem. The patient was not connected at time of call. The nurse stated that screen was dim during ready. Display brightness was set to 10. The nurse rebooted the cycler but screen remained dim. This is an out of box failure. The fresenius technical support representative advised the nurse that the cycler would be replaced due to screen brightness problem. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient completed the treatment on the reported day. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.